Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. No lot number has been provided; a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device 1); an additional emdr will be submitted to represent the bard/davol ventrio st (device 2). Not returned.

Event description:
It is alleged that on (B)(6) 2008 the patient underwent surgery for implant of a bard/davol ventralex hernia patch (device 1). It is alleged that on (B)(6) 2016 the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device 2). As reported, the patient underwent additional surgical intervention. Patient is making a claim against the ventralex (device 1) and ventrio st (device 2). Attorney alleges patient experienced unspecified injuries and emotional distress due to the defective devices.